Event description:
Debris was noted in the packaging of this product. Hair was found in the primary package, affecting the sterility of the product. There was no pt involvement. The device is being returned for analysis. (Problem detected at co warehouse).